Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the right internal carotid artery. It was noted the patient's vessel tortuosity was moderate. It was reported that the pipeline flex did not fully open (right ica case). The pipeline failed to open at the distal section. More the 50% of the pipeline had been deployed when it failed to open. The pipeline was not stuck in the capture coil. There were not any additional steps or devices required to open the pipeline and it was removed from the patient using a snare/retrieval device. The pipeline was not resheathed and removed with the catheter. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a navien and phenom 27 microcatheter